Manufacturer narrative:
The investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods, and differences in the standardization methodology used.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on two cobas 8000 e 801 modules, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. The values generated at the customer site were reported outside of the laboratory to a physician. The sample was tested twice on the customer's e 801 analyzer, resulting in ft3 values of 4.6 pg/ml and 4.4 pg/ml (reference range = 2.2 - 4.3 pg/ml). The sample was tested on a siemens centaur analyzer, resulting in a ft3 value of 3.7 pg/ml (reference range = 2.2 - 4.1 pg/ml). The sample was provided for investigation, where it was tested on an e411 analyzer and an e 602 analyzer on (B)(6) 2021. The ft3 result from the e411 analyzer was 4.25 pg/ml and the result from the e 602 analyzer was 4.05 pg/ml. During investigations, the sample was also tested on a second e 801 analyzer on 06-jul-2021, resulting in a ft3 value of 4.26 pg/ml. The serial number of the customer's e 801 analyzer is (B)(4). The ft3 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 510082, with an expiration date of 28-feb-2022 was used on this analyzer. The serial number of the e 602 analyzer used for investigation is (B)(4) . Ft3 reagent lot number 507838, with an expiration date of 31-oct-2021 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 507838, with an expiration date of 31-oct-2021 was used on this analyzer.